Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the surgeon would use the endobag to hold the specimen, however it was discovered that there was a 2 cm hole in the endobag and upon opening, there was leakage. The surgeon needed to use another lot of the endobag to finish the surgery.